Event description:
Event description guidant received information that prior to implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.01 volts. The device was in storage mode. A guidant technical services consultant discussed that the device was not included in any of the advisories, and reqested the device be returned to guidant for analysis.